Event description:
On (B)(6) 2013, it was reported that all keypad buttons were unresponsive. It was reported that the display lens was foggy. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.